Event description:
It was reported while using bd® blunt fill needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during use. When pricking a vial with the needle, pieces or rubber have been left inside it. They are also evaluating the quality of the vial's rubber. *picture of the package available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jul-2023. H6: investigation summary a device history record review was completed for provided material number 303129 and lot number 230202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) blunt needles were returned for evaluation by our quality engineer team. The needles were examined under a microscope and no damage was observed to the bevel. The needles were tested using a laboratory vial with a plastic stopper; however, no difficulties were detected. After vial puncture testing, the needles were again examined under microscope and no particles from vial stopper fragmentation were found and the bevels remained in good form. Based on the preventive measures in place, it is unlikely that the coring effect resulted from poor or insufficient de-burring of the cannula during manufacture.

Event description:
It was reported while using bd® blunt fill needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during use. When pricking a vial with the needle, pieces or rubber have been left inside it. They are also evaluating the quality of the vial's rubber. *picture of the package available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.